Event description:
It was reported that the lens was removed from the patient's right eye due to inflammation noted post iol implant. Treatment included antibiotics and anterior chamber irrigation. Additional information has been requested, but has not been received. Reference MDR# 1119279-2014-00237 for the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.